Event description:
It was reported that atrial lead noise was observed on egm. The physician elected to the extract the lead at time of device change-out. The lead was explanted and replaced. The patient was stable prior, during and post procedure.